Event description:
The company was informed that the pt is experiencing inflammation and soreness at the implant site. The pt is currently not wearing his external equipment due to this. The company is in the process of gathering additional information and will submit a supplemental report when new info is available.